Event description:
It was reported that unspecified bd¿ syringe was unable to inject medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital.   Verbatim: 2/26/21: consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. Investigation summary customer returned (5) loose 31gx8mm, 0.3ml insulin syringes. Consumer stated syringes are not drawing the insulin, her numbers were in the 300 range, and she was almost sent to the hospital. All 5 returned samples were examined, then tested for flow: all 5 syringes were able to draw and expel properly. No defects that could lead to improper delivery of medication were observed on the returned syringes, therefore, the alleged issue could not be confirmed. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ syringe was unable to inject medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital.   Verbatim: (B)(6) 2021: consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. New jersey (nj), USA has been used as a default. . A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. . Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe was unable to inject medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital.   Verbatim: (B)(6) 2021: consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital.